Event description:
The customer contact reported an unrequested bolus dose was delivered. At an unspecified time, the device was programmed to deliver an unspecified concentration of ketamine. No specific programming parameters were provided. The customer contact reported after an unspecified length of time, the nurse assessed the patient and initiated a bolus delivery of ketamine 10mg. After the bolus dose was delivered, the nurse noted the container was empty and the solution container was changed. After the solution container was changed, it was reported the nurse noted the device display indicated "testing external battery" followed by "running self test" and reportedly an unspecified bolus was being delivered. The nurse stopped the delivery and disconnected the tubing set from the patient. The customer contact stated the device continued to deliver after the device was turned on after disconnection. The customer contact reported the patient complained of feeling very dizzy and head spinning; however, it was reported the patient's vital signs were within normal limits for this patient. The patient's vital signs were monitored every 15 minutes for 30 minutes. It was reported the device was reprogrammed and the delivery was resumed. At 1400, the patient became anxious after the delivery was resumed and the physician was notified. Therapy was discontinued and the device was removed from clinical service. The patient was treated with an unspecified alternative analgesia for unspecified dressing changes. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found that if the device was moved or shaken, the device powered off and on. This was due to the battery contact cap. After the device power back on, the device displayed the following options: resume program, clear program, clear program & history. No unrequested bolus delivery was noted. (B) (4)